Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Alleged the bed functions were not operating except the hi/low. Functions would work with the manual foot pump.